Manufacturer narrative:
(B)(4). Method: four complaint rt280 circuits were received for evaluation. One circuit was returned in a sealed bag and was from lot 2100029446 (manufactured 26 feb 2016), the other three circuits were returned without their bag and had no lot information. The returned complaint breathing circuits were visually inspected for damage. Results: it was noted that the circuit kit returned in its bag, had its bag cut. A cut was also found in the inspiratory and expiratory limbs of this circuit. The other three circuits had a cut in the expiratory limbs. The damage appeared to have been made with a sharp object, such as a knife or boxcutter. Conclusion: it appears that the damage most likely occurred from use of a sharp cutting tool when the circuit packaging was opened. All rt280 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. This suggests that the subject breathing circuits were damaged after they were released for distribution. The user instructions supplied with the rt280 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported that four rt280 adult dual heated evaqua2 breathing circuits had slits in the expiratory limb. Investigation of the complaint circuits revealed that for one circuit also its bag had a cut. This was found before use on a patient.